Manufacturer narrative:
(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the surgery with the liner in question. The surgery was completed successfully without any surgical delay. After the surgery, the liner in question was dislocated on unknown date. A revision surgery in planned on (B)(6) 2022. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was received for analysis. Based in the visual examination of the part, the disassociation event could be confirmed. Interlock feature edge of the liner denoted four ard tabs sheared off from the liner which is evidence of the liner having disassociated from the cup. Also a slightly deformation on the device's rim was observed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected:

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.